Event description:
It was reported the patient was not able to get stimulation to cover her back. The patient was seen by the physician and a manufacturer representative. The stimulator was reprogrammed. The device is difficult to work with for recharging; the stimulator is located in the patient's back. The patient has to hold the external charger in place. The patient had surgery to fix and problem (surgery details were not provided). The patient is able to recharge successfully and no longer has problems with the device system. It was also reported the patient is not fully relieved of pain in her knee and still needs a cane to walk. The device system has helped the patient's back more than her knee. The patient does not need pain pills.